Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2013, the patient was referred for cardiac catheterization per the study protocol. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 28mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50x28mm promus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).